Manufacturer narrative:
Unit powered on properly. Unit was successfully downloaded using thump software. Unit passed the following tests: displacement, prime/seating, rewind, basic occlusion test, occlusion test, force sensor test, and self test. However, on adapt, pump error 43 was recorded several times on (B)(6) 2024 at 06:18:00.000 hour through 10:59:45.000 hour. Pump error 37 was recorded on (B)(6) 2024 08:19:21.000 hour through 08:19:59.000 hour. Pump was cut open to perform a visual inspection and found moisture damage on motor assembly, pcba1, and force sensor. Test p-cap locked in place properly during testing. The following damages were noted: pillowing keypad overlay, scratched case, corroded home switch, and stained keypad overlay. In summary, customer concern for pump error 37 and pump error 43 confirmed due to moisture damage on motor assembly. Isolate to motor stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), pump error 43(an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.